Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a battery out limit alarm after inserting the battery the correct direction. Customer's blood glucose reading was between 500 and 600 mg/dl. Customer cleared the alarm and could use the insulin pump. Nothing was replaced or returned.